Manufacturer narrative:
(B)(4).

Event description:
The (B)(6) female pt was having an 8fr ureteral stent placed; however, the stent did not deploy properly and needed to be retrieved. Intervention: a list attempted to retrieve the stent with a snare and was unsuccessful. He then tried to use a pigtail catheter; however, the pigtail portion of the catheter broke off under torque and unable to be retrieved. The fragment remains in pt - will be retrieved at later date through outpatient procedure. Additional info received (B)(6) 2014: after deployment, there was a kink in the proximal portion of the stent. Can you please provide the pt's current status? I do not have all the details of her follow up regarding having the broken piece removed, because this was to be done at another facility. Was the stent removed? We are not certain, as this was scheduled to be done at another facility. Where in the pt's body is the pigtail catheter that needs to be removed? Right mid ureter.